Manufacturer narrative:
The sales rep indicated that there will be no further information, implants, x-rays, or medical records due to hospital policy. A supplemental report will be submitted upon completion of the investigation. Device not available.

Event description:
It was reported that patient had left knee revision due to broken bearing component.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a fracture involving a krh tibial bearing component was reported. The event was not confirmed. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the reported event cannot be confirmed or a root cause determined with the limited information provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that patient had left knee revision due to broken bearing component.